Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Findings: the fractured impaction tip appears consistent with crack initiation, propagation, and ultimate fracture. The discoloration of the fracture surface appears consistent with having been cracked for a significant period of time before ultimate fracture, which allowed for biological material to be retained within the crack and stain the radel. Most likely underlying cause: based on previous similar investigations, the broken m-series 12/14 femoral head impactor reported was likely the result of normal use and subsequent sterilization cycles, which lead to crack initiation, propagation, and ultimate fracture of the radel tip. Rmr review: a review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the instrumentation. The femoral head impactor broke when impacting the final femoral head with a mallet. There was no reported delay to surgery or patient adverse event. This device is in the surgical site and there is a possibility of fragments to be removed from the site. The device was received. The representative was present at the time of surgery. Two attempts were made to request additional information from the representative, but no responses were received. No additional information has been provided by the contacts for this event.